Manufacturer narrative:
(B)(4). The sample not available. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The customer contacted baxter's technical service center to report a supply bag was disconnected which occurred on home choice (hc) during use during dwell. The care giver (cg) stated that the solution bag had become disconnected during therapy. Root cause was determined to be supply bag disconnected without falling. A batch review was not performed due to unknown lot number. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
The care giver (cg) contacted baxter's technical service center to report a supply bag that disconnected from a home choice (hc) during dwell. The baxter technical service representative (tsr) informed the cg to start therapy over with new supplies or perform a continuous ambulatory peritoneal dialysis (capd). The tsr informed the cg to contact the registered nurse(rn). The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.